Event description:
It was reported that the patient went in for a follow-up visit due to the patient alert sounding. The message confirmed was low battery voltage. It was further reported that there was an "electric storm" in the patient. The device was explanted and replaced reporting no telemetry. No patient complications reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion-normal it was reported that the patient went in for a follow-up visit due to the patient alert sounding. The message confirmed was low battery voltage. It was further reported that there was an "electric storm" in the patient. The device was explanted and replaced reporting no telemetry. No patient complications reported. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated interrogate, difficult to low battery.